Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a -2.00 refractive surprise following an intraocular lens (iol) implant procedure. The patient's visual acuity was 20/30 on the first postoperative day but has degraded. Additional information was provided by a nurse, who reported that the patient's refraction is improving. Additional information has been requested.